Manufacturer narrative:
The reported event of no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 17 days of data (15jun2019 ¿ 02jul2019, per the time stamp). It should be noted that the controller recorded multiple low speed and pump stoppages events. On 24jun2019 at 21:21, the rsoc voltage levels of both power cables dropped from the expected ~12.8v down to ~3.8v activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the ac power was restored. Pump support was not affected during this event as the system was supported by the backup battery as intended. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit, was not returned to abbott for analysis; the unit remained in use. Additional information provided to abbott on 19jul2019 indicated that the patient has a locking patient cable. The patient is asymptomatic, and no equipment was exchanged. The patient did not verbalize remembering the mpu being disconnected from the wall. Based on the log file analysis, a root cause for the no external power alarm recorded in the submitted log file appeared to be related to a loss of the ac power while connected to a mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3 years, 8 months, 5 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device alarmed for no external power alarm on (B)(6) 2019 at 9:21 pm while on mobile power unit (mpu). Patient had v-locking mechanism. Patient did not verbalize remembering the mpu being disconnected from the wall. Patient asymptomatic. No equipment was exchanged. No further information was provided.